Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection of the device noted particulate matter within the fluid path. The cause of the reported condition was determined to be due to the manufacturing issue. A CAPA has been opened in order to address this issue. No other observations were noted on the unit.

Event description:
During product evaluation, a baxter manufacturing plant identified that an empty all in one eva container was observed to have an unknown particulate inside. This was identified during the visual inspection of the sample; there was no patient involvement. Additional information is not available.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted and no issues were found during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.